Manufacturer narrative:
The manufacturer previously reported as product problem in previous report. After further review the manufacturer determined as serious injury. The following correction has been updated in this report to reflect adverse event. Section b1 has been updated to reflect as adverse event. Section h1 and h6 has been reflect as serious injury. Section h6 health impact code has also been updated to reflect the serious injury.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges bronchitis/pneumonia. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.